Manufacturer narrative:
The complaint and returned sample have been submitted to (B)(4), which is where this part was manufactured, for evaluation. (B)(4) reports the following regarding this complaint. (B)(4): had been shortened at the 22cm marking and was leaking at approx. 29,2 cm when flushing the catheter over the orange hub. Microscopic examination showed a longitudinal tear which looks like a cut rather than a pressure burst, as the damage is running from outside to inside. Some fibers were visible sticking inside this cut. It might be possible that during dressing change the catheter accidently had been cut resulting in the fiber. For (B)(4) it was possible to flush over the green hub without leakage. As each catheter is leak and flow tested before packaging and the catheter worked well for 21 days, we can exclude a manufacturing defect. This is the first complaint for the involved batches and the 2nd complaint received for this reason of complaint on (B)(4) within the last three years.

Event description:
Nurse reports hole in catheter outside patients body.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Nurse reports hole in catheter outside patients body.